Event description:
It was reported that prior to the 3.0x15 mm xience xpedition stent delivery system (sds) being inserted via the tip onto the guide wire, it was observed that there was no stent on the sds balloon. The protective sheath was checked and the stent implant was found inside the protective sheath. There was no resistance felt during removal of the protective sheath from the catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the instructions for use states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon.